Event description:
It was reported that the presyncopal patient's right ventricular lead exhibited no sensing and no capture. Upon review, lead dislodgement was noted. During the lead repositioning procedure on (B)(6) 2018, bound tissue was noted in the lead's helix. The lead was explanted and replaced. The patient was stable during and post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.